Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient ipg would not communicate with external devices. The patient recently had surgery. Patient lost therapy about a month ago. The ipg would not take a charge and is considered inoperable. As a result, surgical intervention may occur to address the issue.